Event description:
It was reported the asymptomatic patient presented in clinic for follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on an egm for a nonsustained lead noise episode. The device was reprogrammed.